Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on march. The customer¿s blood glucose level was over 600 mg/dl. The customer treated with insulin drip and intravenous insulin. The customer also stated that he was admitted to hospital for the second time due to diabetic ketoacidosis. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.